Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they were trying to start a new therapy. Arctic sun device primes and stops. Guided to diagnostics: system hours 3776, pump hours 3381, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique with no change to values. No other device available in their department and they were getting ready to do shift change. They decided to perform shift change, obtain device from ER, and call back if they are unable to get therapy started. Per follow up information received via phone on 30mar2026, transferred to the biomed. Spoke with biomed who stated this device sn was not in their system. Suggested contacting nurses again to confirm sn. Called on 30mar2026, spoke with charge nurse who stated the device was still in the hallway with a note labeled 'no flow'. The sn was (B)(6). They did not have any patient information to provide. They will contact the biomed again today to pick this device up.